Event description:
It was reported that the micropituitary tip was broken off during use in surgery. The broken fragment was able to be retrieved. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the static lower shaft is broken at the pin location, likely due to use of excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.